Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was unable to open and close. The site utilized the manual door open procedure to open the gantry. There was no patient involvement.

Manufacturer narrative:
H3,h6): unit was found to have a faulty rotor drive causing intermittent misalignment when attempting to open the door. To resolve the rotor drive assembly was replaced. Also replaced inner gantry 135 covers, gantry split covers and gantry door slides based on damage found during diagnosis. No further issues noted. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was unable to confirm reported complaint, "unable to open gantry door." Failed visual inspection. The nylon strip on the slide was worn out, the strips were peeling off the slides. Worn slide. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was unable to confirm reported complaint, "unable to open gantry door." Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal, no fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000674, serial/lot #: (B)(6) ; product ID: bi71000503 ; product ID: bi71000159 ; product ID: bi71000192, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.